Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient¿s cgm gave her a ¿high alert¿, but the patient cannot recall the exact value. No bg meter comparison was done. The patient was vomiting. Due to her symptoms, the patient¿s husband took her to the emergendcy room (ER). She was admitted to the hospital and treated with ¿insulin, IV drip, and sugar water¿. On (B)(6) 2023 (while still hospitalized), the patient changed her sensor and reported that the cgm was reading 192 mg/dl and the bg meter was reading 154 mg/dl. The hospital was treating the patient based on fingerstick readings only. The patient was discharged on (B)(6) 2023. The patient was doing better at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.